Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection. And the customer's reportable malfunction was confirmed. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation. And although, we could not specify the root cause of the suggested event, it is likely, that the phenomenon occurred, due to faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the insufflation unit had the power off. The issue was found during preparation for use. There were no reports of patient harm.